Event description:
The customer reported obtaining "cartridge chemistry (cc) cuvette not dry before first reagent inject" errors from the unicel dxc 600 synchron system. The customer discovered a leak from reagent probe b and noted that the reagent syringe was loose. The customer was able to tighten the reagent syringe and stop the leak from the probe after further troubleshooting. The customer stated that erroneous results for standardized creatinine (cr-s) and microprotein (m-tp) were generated for one (1) patient sample; however, the customer provided data for the one patient and a review confirmed that the creatinine and microprotein results were suppressed (no numerical result generated) and no erroneous results were generated. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The customer tightened the loose reagent syringe to resolve the issue. (B)(4).